Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following a cardiomems deployment, the patient began coughing blood with increasing severity. There was suspected hemoptysis due to a distal non-abbott guidewire position during the implant. The patient was then intubated as the bleeding continued. Over the next several hours hemoptysis improved, however because the patient had an lvad, they were transferred via ambulance to another hospital for further observation. The patient was put on ventilator support and administered three units of blood. The bleeding eventually stopped and the patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.